Manufacturer narrative:
Citation: kobari et al. Extended-length sheaths for tavi in hostile aortic anatomy. Eurointervention. 2026 mar 16;22(6):e367-e369. Doi: 10.4244/eij-d-25-00892. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the use of extended-length sheaths for transcatheter aortic valve implantation (tavi) in torturous aortic anatomy. The study population included 200 patients. Multiple manufacturers¿ devices were implanted in the study population; 65% of patients received a medtronic evolut bioprosthetic transcatheter valve implanted via delivery catheter system (dcs). One patient death occurred due to an ascending aortic dissection during attempted implant of an evolut valve. The physician/authors attributed the dissection to multiple repositioning and resheathing of the evolut valve in a patient with severely calcific bicuspid aortic stenosis and a horizontal aorta. No further details were provided on this death. Among all patients, clinical observations included: aortic dissection and stroke. Clinical observations that may have occurred during use of the dcs included: access-site vascular complication. No further information was provided pertaining to medtronic products.